Event description:
Additional information received reported that the patient had intermittent shocking and jolting sensation. The device had been shoc king the patient for 2 to 3 months and they turned it off on (B)(6) 2015. The patient turned the stimulation back on 2 weeks ago and it was still shocking them off and on. The patient got a new implantable neurostimulator (ins) in november last year. The patient spoke to a nurse a month ago and was told to call the manufacturer because they didn¿t know anything about the device. The patient saw their health care provider (hcp) last year for follow-up with their new ins implant procedure, but had not seen them since. The patient unintentionally bumped the ins often because of the way it was positioned in their body from getting in and out of their car, and up against a wall at different times because of its location. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# v027285, implanted: (B)(6) 2007, product type: lead, product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
The initial MDR was filed as MFR report # 3004209178-2015-03599. Additional review indicated the correct manufacturing site was site 3007566237.

Event description:
It was reported that the patient was experiencing a shocking sensation around the implantable neurostimulator (ins) location for two week prior to the report. The patient had not tried turning stimulation off to see if the shocking stopped. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.